Event description:
Information received via the dapt study indicated that three months post index procedure the patient experienced a myocardial infarction. The pateint had recurrent ischemic symptoms lasting 10 minutes or more without new st elevation, depression or bundle branch block. Cardiac enzymes and angiography were performed, but results are not available. At the time of the index procedure, a 2.25 x 13mm, 2.25 x 23mm, and a 3.0 x 33mm cypher stent (lots unknown) was implanted in an unknown coronary artery.

Manufacturer narrative:
Complaint conclusion: information received via (B)(6) study indicated that three months post index procedure the patient experienced a myocardial infarction. This is a (B)(6) male with unknown medical history. At the time of the index procedure, a 2.25 x 13mm, 2.25 x 23mm, and a 3.0 x 33mm cypher stent (lots unknown) was implanted in an unknown coronary artery. The patient had recurrent ischemic symptoms lasting 10 minutes or more without new st elevation, depression or bundle branch block. Additional information was obtained via medical records on (B)(6) 2011. The indication for the index procedure was acute anterior septal wall st-segment elevation myocardial infarction. Angiography revealed total occlusion of the 1st diagonal and 50 to 60 % occlusion of the diffusely calcified proximal left anterior descending (lad) involving the bifurcation of the lad first diagonal. The 1st diagonal was dilated with a 2mm balloon and a 2.25 x 13mm and a 2.25 x 23mm cypher was implanted. The stenosis was reduced from 100% to 70%. The lad was then stented with a 3.0 x 33mm cypher stent. All stents were post-dilated at 16atm. Chest pain was reduced after the procedure was completed. At that time it was noted that the circumflex had 80% stenosis, the proximal rca had 80% stenosis, 80% bifurcational stenosis of the 1st obtuse marginal branch, and the ejection fraction was 40%. Left ventricular contractility was profoundly abnormal with extensive anteroapical hypokinesis. Approximately three months later, the patient experienced recurrent symptoms, with normal troponin and ECG. Mi was diagnosed. Angiography revealed stenosis of the obtuse marginal that was treated with a 2.25 x 12mm taxus stent. It was noted that the lad stent was widely patent and the diagonal stenting showed ostial 50% stenosis and distal 50% stenosis within stent. The study stents remain implanted thus unavailable for analysis. There is no sterile lot number information available for the study stents thus no DHR reviews could be performed. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient and vessel characteristics may have contributed to the reported event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00502, 3003742446-2011-00503, and 3003742446-2011-00504.

Event description:
Additional information was obtained via medical records on (B)(6) 2011. The indication for the index procedure was acute anterior septal wall st-segment elevation myocardial infarction. Angiography revealed total occlusion of the 1st diagonal and 50 to 60 % occlusion of the diffusely calcified proximal left anterior descending (lad) involving the bifurcation of the lad first diagonal. The 1st diagonal was dilated with a 2mm balloon and a 2.25 x 13mm and a 2.25 x 23mm cypher was implanted. The stenosis was reduced from 100% to 70%. The lad was then stented with a 3.0 x 33mm cypher stent. All stents were post-dilated at 16atm. Chest pain was reduced after the procedure was completed. At that time it was noted that the circumflex had 80% stenosis, the proximal rca had 80% stenosis,80% bifurcational stenosis of the 1st obtuse marginal branch, and the ejection fraction was 40%. Left ventricular contractility was profoundly abnormal with extensive anteroapical hypokinesis. Approximately three months later, the patient experienced recurrent symptoms, with normal troponins and ECG. Angiography revealed stenosis of the obtuse marginal that was treated with a 2.25 x 12mm taxus stent. It was noted that the lad stent was widely patent and the diagonal stenting showed ostial 50% stenosis and distal 50% stenosis within stent.

Manufacturer narrative:
Concomitant devices: 2.25 x 13mm cypher; 2.25 x 23mm cypher. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are: 3003742446-2011-00502, 3003742446-2011-00503, and 3003742446-2011-00504.